Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported that the customer was hospitalized for high blood glucose levels on (B)(6) 2018. It was reported that the customer had high blood glucose levels ranged from 9.5mmol/l to 33 mmol/l. It was reported that the blood glucose levels at the time of admission was 4.7mmol/l. The cause of the hospitalization was either epileptic treatment for blood glucose levels. It was stated that the customer was at the hospital and was not able to upload the carelink report. The nurse reported that the insulin pump fell and there was a crack on the insulin pump near the reservoir compartment. The significant events that the led to the hospitalization was that the customer collapsed on sunday. It was reported that the customer was treated at the hospital. The customer stated that the insulin pump showed that he was going low and when he was going to get something to eat, he collapsed which was related to epileptic seizures. Troubleshooting was performed. The customer was advised to revert to backup plan. The nurse also stated that the insulin pump was reading the blood glucose off and the sensor was responsible for his insulin pump showing his reading that were off. The nurse stated that the customer had sugar glucose was 10 mmol/l and blood glucose level was 14 mmol/l. Sensor is not expected to return for analysis.